Manufacturer narrative:
Device passed the displacement test. Pump failed the self test due to missing segment caused by cracked lcd glass. Device received with pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had partial display. The customer was reported that there was a dead pixel on the screen 1 mm on the right side of the status. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.